Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 601 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with exogenous insulin, and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring inpatient intervention is consistent with the reported hospitalization and treatment with insulin therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hyperglycemia on the reported event date. Review of available data showed prolonged periods of elevated glucose, incomplete cartridge alerts, out-of-insulin alerts, bg run expirations, and incomplete supply changes. Data gaps were present due to periods where the device was disconnected or powered off. No occlusion alerts were identified, and no device malfunction was confirmed. Based on available information, a definitive root cause could not be established and the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.